Manufacturer narrative:
The device is currently under evaluation into root cause.

Event description:
It was reported by the sales rep that "we were unable to deliver antegrade" cardioplegia through the intraclude aortic device, icf100, "because of high pressures. We had to eventually use a regular chitwood clamp. Upon examination we did find a small kink in the catheter near the hub but the physician did not think that would be enough to cause the high line pressure. They were flowing about 100 and were getting pressures of 500. No patient injury"

Manufacturer narrative:
It was reported by the sales rep that "we were unable to deliver antegrade because of high pressures. We had to eventually use a regular chitwood clamp. Upon examination we did find a small kink in the catheter near the hub but the physician did not think that would be enough to cause the high line pressure. They were flowing about 100 and were getting pressures of 500. No patient injury". Evaluation: the catheter was visually inspected and a kink was found approximately 3 inches from the trifurcation hub of the catheter. The flattened area was seen between 65 cm and 70 cm marker bands on the shaft. Crushing was observed on the shaft inside the balloon. The complaint of high line pressures could not be confirmed when functionally tested in the product evaluation lab. Edwards has in place a technical summary related to this reported failure. Manufacturing records were reviewed and there were no related ncr's found. The instructions for use, training and risk control measures are appropriate at this time. There is no indication of an increasing trend that surpasses control limits for this failure mode so no further action will be taken at this time. Trends will continue to be monitored through the edwards quality system.